Manufacturer narrative:
The explanted hydrus microstent was given to the patient by the user facility and is not available for evaluation. Patient information, device identifiers and additional event information were requested, but are not available. A supplemental report will be submitted if any missing or pertinent information becomes available. The device labeling includes the following instructions: in the event that the surrounding tissue is adherent to the implant, tissue separation and/or dissection may be required to facilitate removal. Chronic pain in the implanted eye, microstent malposition, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A hydrus microstent was explanted from a male patient on (B)(6) 2021. The surgeon reported to ivantis that the patient had self-referred and that he was unaware of the date of the hydrus implantation procedure or where it had been performed (other than that it was performed in a different state). Upon initial presentation (date unknown), the patient complained of ocular pain in the operative eye and requested removal of the hydrus microstent. The surgeon initially attempted to remove the microstent that was located in the supraciliary space, but due to the patient's eye pain and scar tissue formation around the stent, he aborted the procedure as he believed removal of the stent could have caused more harm than good. Several months later, the patient again requested removal of the microstent since the eye pain had persisted and become intolerable. On (B)(6) 2021, the surgeon administered a retrobulbar block to control pain, excised scar tissue adhered to the microstent and used micro graspers to successfully remove the hydrus with minimal bleeding and no pain. At one day postoperative, ocular pain completely resolved, no bleeding was reported, and iop was controlled with medication. The surgeon reported that the patient is very happy and the surgeon expects a full recovery. Additional information has been requested.